Event description:
It was reported that revision surgery was performed due to pain, peri-prosthetic fracture, and soft tissue reaction. The patient reportedly had pain in left side hip since 2009. In (B)(6) 2012, the patient fell and banged the hip and afterward was more acutely in pain.